Manufacturer narrative:
(B) (4): device is not being returned for evaluation.(B) (4)

Event description:
Customer thinks the depth gauge is misleading and does not put the implant all the way through tissue for good fixation. Discovered upon follow-up exam with patient. It was stated that this patient presented to the surgeon with pain and range of motion issues. Post-op duration unknown. X-rays were taken revealing inadequate fixation. Anchors were then removed and replaced with an unknown fixation device.